Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the reported information, it is probable that, because the cable was scratched, the water intruded from that part, the electronic circuit was destroyed, and the image was no longer displayed because it could not communicate with the processor. The instruction manual provides preventive measures against the reported failure mode. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the endoscopic image was not displayed, and that the camera cable was mechanically damaged and leaky. Therefore, (B)(4) surmised that the reported image issue was caused by the failure of the cable unit due to user handling. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the inspection before use at the user facility, it was found that the endoscopic image of the subject device had failure which was caused by the mechanically damaged camera cable. There was no report of patient injury associated with this event.